Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer who reported visual smoke coming from network downloaded recharger (B)(4). The customer unplugged the device and removed it from its location. The product was replaced at no charge and will be returned for investigation. There are no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4) the investigation was completed on 12/01/2017. The customer reported that network downloader recharger (drn) s/n (B)(4) was generating visible smoke. The customer's complaint was not reproduced and no cause or potential cause was found. The drn was found to be operating as per specification requirements when tested with rechargeable power packs and an engineering analyzer. Upon uncasing (B)(4) and examining the fast charge pcba, main board, lantronic cobox, alternate charge pcba, and the ir pcba under a microscope and taking resistance readings as required, no damaged/burnt components were observed and no burnt odor was noted. A rocketware search spanning twelve months revealed no related incidents where a downloader reportedly emitted smoke at the customer site but was not reproduced and no cause or potential cause was found. No deficiency has been identified.

Event description:
Na.